Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported issues with two of her infusion sets. In the first case, her infusion set got detached near the quick release, before insertion and in the second case the belt clip was damaged. The site location was her abdomen, the pump was also placed not too far, and she was sitting. The infusion had been used for a few hours. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress, or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.